Manufacturer narrative:
The device has not yet been returned to boston scientific, crm for analysis. Boston scientific, crm will provide additional information if it becomes available at which point an updated report will be submitted.

Event description:
Boston scientific received information that this right ventricular (rv) pace/sense lead became dislodged two days post-implant so the lead was explanted and replaced. Loss of capture was reported, however, no asystole resulted for this non-pacemaker dependent patient.